Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted on the central side of anterior and posterior leaflet 2 (a2/p2). Second clip was placed on the medial side of anterior and posterior leaflet (a2p2). Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional third clip was implanted to stabilize the slda. Imaging was difficult. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.